Manufacturer narrative:
Siemens has requested instrument log files for further investigation. Investigation will commence once requested data has been received. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant high total hemoglobin (thb) result compared to retesting of the same sample on another rl1265 instrument and a different sample on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
Investigation has been completed. The co-oximetry optical subsystem responsible for the measurement of thb appeared stable with constant temperature and in control during the sample measurements. No co-ox interference was detected through the escalation date and while the sample in-question was measured. Review of provided data declares thb aqcs recovered well within expected range prior and after the escalated sample measurement as well as throughout the entire reported day. Optical thb measurement is dependent on the quality of the sample, and specifically the red blood cell concentration as presented in the slide cell. Pre-analytics such as differences in matrices, collection practices, light exposure, insufficient mixing, sample inhomogeneity, and time differences between comparative measurements may have attributed to the observed difference between the results of rl1265 sn 18875 and two comparative systems. For an accurate measurement of thb in whole blood, it is known that thorough mixing and rotating of the red blood cells immediately before analysis is required. The cause of this event is unknown. The instrument is performing as intended and is currently operational at the customer site.